Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The motherboard was evaluated and identified as requiring replacement. This component was identified as being end of life and unavailable for replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.